Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, the real intelligence robotic drill did not respond to the depth limitation at the medial dorsal condyle and created a defect approximately 1.5 cm wide and 1.5 cm deep. The procedure was resumed, after a non-significant delay, with a change to a manual procedure. No further complications were reported. After the facet cuts of the implant, the defect had almost disappeared. The next day, the functionality of the system was checked using a sawbone and workshop set. No abnormalities were found in the system. Few days later, a complete technical inspection of the system was carried out, which also revealed no abnormalities. Further surgeries have already been successfully performed with the system and remained without incident.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported failure. The reported problem was confirmed with a functional evaluation. A kpc test was performed during that the handpiece could not load a bur. The exposure motor was heard that it work properly but the carriage does not move. The handpiece was disassembled then and it was found that the carriage is loose because the guide rod, leading to the guide nut, broke off directly at the carriage. No liquid ingress was discovered. The exposure motor diodes were measured and passed; the motor was responsive. The handpiece was re-assembled with a new carriage from stock and passed then a kpc and a test case. No further failures found. The clinical/medical investigation concluded that based on the cori field report the cause of the defect was clearly identified as the handpiece used. Additionally, the functional evaluation of the handpiece concluded the most likely cause of the adverse event was the carriage guide rod broke off. It was reported the handpiece was reassembled with a new carriage from stock and successfully passed kpc and test case evaluations without further failures. The report further surgeries with other cases have already been successfully performed with the system and remain without incident. According to the report, the patient can bear weight without pain and has full mobility. The impact to the patient was the cortical defect, the change to manual instrumentation, and the prolonged surgery. Although it was reported that the patient can bear weight without pain and has full mobility, future follow-up monitoring would be anticipated. A complaint history review was performed by part number and no similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230, rev g) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is the carriage guide rod broke off. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
B5: describe the event or problem, d10: device available for evaluation?

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, the real intelligence robotic drill did not respond to the depth limitation at the medial dorsal condyle and created a defect approximately 1.5 cm wide and 1.5 cm deep. The operation was then switched to manual instrumentation. After the facet cuts of the implant, the defect had almost disappeared. On november 6, the functionality of the system was checked using a sawbone and workshop set. No abnormalities were found in the system. On november 11, a complete technical inspection of the system was carried out, which also revealed no abnormalities. Further surgeries have already been successfully performed with the system and remained without incident. The procedure was resumed, after a non-significant delay, with a change to a manual procedure. Patient can bear weight without pain and has full mobility. No further complications were reported.